Event description:
It was reported that during a videolaparoscopical radical prostatectomy procedure, the equipment stopped working indicating a problem with the device. The device was assembled many times. During the cleaning procedure, the tip broke and did not work. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.